Manufacturer narrative:
Although requested, no event details or patient demographics were provided by the customer. The customer requested a log review for a medication error related to a tpn infusion. The pcu event log shows pump module s/n (B)(4) was programmed to infuse tpn/central (drugid 318) at a rate of 70ml/hr with a vtbi of 1680ml at 6:21 pm on (B)(6) 2019 and ran until 3:50 pm on (b)(3) 2019 when the device was channeled off. The volume recorded as being infused during this period was 1454.581ml. The customer declined to provide any event information. The device was being used for treatment. Other text : log review only.

Event description:
It was reported that there was a medication error related to a tpn infusion. The customer declined to provide event information and only wanted a log review to be performed. Although requested, there was no information provided regarding patient harm or any intervention rendered due to the event.